Event description:
Customer reports being unable to obtain a result on the aviva system due to an error on the device. Customer states he made several attempts to use the device. Customer reported low blood glucose symptoms; he was treated with orange juice by a friend and low blood glucose symptoms improved after 10 minutes. Requested return of suspect device and replacement was sent.